Event description:
Patient was using the symphony lactation breast pump kit when milk began to back up into the pump air tubes. The patient had been observed by nursing using the equipment prior and there were no concerns regarding technique. The pump air tubes and domes were exchanged and the milk continued to back up into the pump air tubes. The pump air tubes were inspected and it was confirmed that it was breast milk that had entered the tubes and not water droplets from condensation.